Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer took fast acting carbohydrates to correct a pervious bg, which in returned prompted the pump to bolus based on algorithm, causing the customer to experience a low bg. Bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the pump was functioning as intended, and the customer was instructed to consult with healthcare provider regarding bg level.